Event description:
It was reported that the patient received eight shocks due to oversensing of the right ventricular (rv) lead. It was also reported that the lead integrity alert was triggered and the lead was fractured. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.